Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was succesfully delivered for this implantable cardioverter defibrillator and the post-shock impedance measurements decreased. The device remains in service and no adverse patient effects were reported.